Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the engine is locked due to damaged gear attributed to normal wear. Also the bearings and gaskets are worn because of an excessive dirtiness inside the motor, possibly due to some failure of the engine cleaning process. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the device stopped working during a procedure. This is report 1 of 1 for #(B)(4).